Event description:
According to the reporter: 5 mm scope and instruments stuck inside the cannula causing the trocar to come out upon use. There was no patient injury. No delay in surgery. Nothing fell into the patient's cavity. The current patient status is fine.

Manufacturer narrative:
(B)(4).